Manufacturer narrative:
Multiple attempts were made to obtain the device serial number and the patient's gender and weight, however this information was no obtained. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple no external power alarms on (B)(6) 2022 and (B)(6) 2022, while they were connected to their mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. The power cord of the mpu was exchanged. The patient was reeducated on the mpu and the coiling of the patient cable and to keep it free of kinks and twists.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the log file showed 256 events spanning approximately 14 days ((B)(6) 2021 ¿ (B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 21:10:34 ¿ 21:10:38, on (B)(6) 2022 from 11:37:56 ¿ 11:38:03 and on (B)(6) 2022 from 14:12:57 ¿ 14:13:00 due to rsoc and bus voltage simultaneously diminishing to ~0v. These alarms appear to have activated due to a loss of ac power while the controller was connected to the mpu. The backup battery was able to provide power to the controller during these events. The alarms resolved shortly after reconnecting to a power source. Pump operation was not affected. No other notable alarm was observed. Multiple good faith efforts were sent regarding the serial number of the mobile power unit (mpu), if any equipment was replaced and if it would be returned, if the mpu had a v-lock connector on the ac power cord, if it was known whether any environmental circumstances may have caused the reported event, or if the power cord came detached from the unit. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit (mpu). Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.